Event description:
The customer reported high bgs and stated that they are on their way to the hospital. The customer indicated that the pump did not give them insulin the whole day. The customer did not release any other information at the time of call.